Manufacturer narrative:
Batch review performed on 08 march 2022: lot 2106822: (B)(4) items manufactured and released on 27-july-2021. Expiration date: 2026-07-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 2108135. Batch review performed on 08 march 2022: lot 2108135: (B)(4) items manufactured and released on 03-aug-2021. Expiration date: 2026-07-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event. Additional implant involved: stem: quadra-p 01.12.254 quadra-p short neck std stem size 4 (k192827) lot. 2004666. Batch review performed on 08 march 2022: lot 2004666: (B)(4) items manufactured and released on 10-sept-2020. Expiration date: 2025-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 2105978. Batch review performed on 08 march 2022: lot 2105978: (B)(4) items manufactured and released on 09-sept-2021. Expiration date: 2026-08-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event.

Event description:
At 4 months from primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.